Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of a patient who fiddled the with exit site/picked at it and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. The consumer reported that on an unreported date, the patient was fiddling with his exit site and picking at it, which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment included vancomycin. The nurse felt there was a break in technique; however, this was not confirmed and the nurse stated the cause of the peritonitis was unknown. The outcome of the event of the patient fiddled with the exit site/picked at it was not reported. The patient was recovering from the event of peritonitis and therapy with dianeal was ongoing. The nurse did not confirm or provide causality for the event of the patient fiddled with the exit site/picked at it, but stated that the event of peritonitis was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i07086 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.